Event description:
The manufacturer received information alleging a ventilator running hot and caused inflammation in the throat. In addition, the reporter alleges ¿inability to fully exhale via the penumobelt causing overinflation and injuring the patient causing barotrauma¿. The reporter also alleges the device ¿cut itself off for 2-3 minutes and it wouldn¿t come back on, after a couple minutes it finally came on itself¿. There was no serious harm or injury reported. The device has been returned to the manufacturer, the device evaluation is still ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator running hot and caused inflammation in the throat. In addition, the reporter alleges ¿inability to fully exhale via the penumobelt causing overinflation and injuring the patient causing barotrauma¿. The reporter also alleges the device ¿cut itself off for 2-3 minutes and it wouldn¿t come back on, after a couple minutes it finally came on itself¿. There was no serious harm or injury reported. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator running hot and caused inflammation in the throat. In addition, the reporter alleges ¿inability to fully exhale via the penumobelt causing overinflation and injuring the patient causing barotrauma¿. The reporter also alleges the device ¿cut itself off for 2-3 minutes and it wouldn¿t come back on, after a couple minutes it finally came on itself¿. There was no serious harm or injury reported. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. The device was returned to the manufacturer's product investigation laboratory (pil) and was evaluated. Pil could not observe any evidence indicative of foam degradation inside the unit after disassembly of unit. After the unit operation, the pil tech could confirm foreign particles of external origin in bacteria filter. However, during the visual inspection, pil tech could not observe any black particulate indicative of foam degradation inside the unit after disassembly of the unit. Pil tech has determined that the flow path assembly inside was faulty due to suspected foreign debris/particles/object of external environmental origin. Pil tech uninstalled the faulty flow path assembly from the unit and put it inside the retention box. The device functioned as designed and operated.